Event description:
A discordant, falsely elevated potassium (k) result was obtained on one patient sample on a dimension vista 500 instrument. The initial discordant result was reported to the physician(s), who questioned it. The patient was admitted from the ER to the hospital and redrawn. Two redraw samples were obtained from the patient, both resulting as expected. The original sample was repeated on an alternate instrument, resulting as expected. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated k result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated to the tsc that the original sample tube was received unspun. A global product support (gps) specialist evaluated the instrument data and did not find an instrument malfunction. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely elevated k result is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.